Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) was at the end of service (eos) and they were checking impedances to determine how to proceed when the ins was replaced. The rep then stated that when the impedances were run at 0.7v, all values were greater than 10,000 ohms. At 3.0v with reference to 0 electrodes 1- 16574ohms 5- 18874ohms all values were in the 16000-19000ohms range. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) about potential replacement of the leads. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were unsure what the cause of the patient¿s high impedances were, but noted that the patient has had some falls over the years. It was indicated that the eos and high impedance issue had not been resolved at thistime, but it was indicated that the patient would have a revision done, but it was not scheduled yet. The patient¿s weight at the time of the event was not available. The rep had not further information at this time.